Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse in (B)(4) of nausea, dehydration, hypotension and peritonitis in a patient coincident with extraneal viaflex and physioneal unspecified product therapies for automated peritoneal dialysis (apd). On an unreported date, the physioneal, unspecified product therapy was temporarily withdrawn and the patient began treatment with physioneal unknown therapy (2l, daily, lot number 11j19g19) for continuous ambulatory peritoneal dialysis (capd). The extraneal viaflex therapy was ongoing. On (B)(4) 2012, the patient experienced nausea and peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. On (B)(4) 2012, the patient experienced hypotension and dehydration and was hospitalized. On an unreported date, the patient was treated with unspecified fluid therapy to correct the hypotension. On (B)(4) 2012, the patient received cefazolin (2gm, intravenously (IV), once) and ceftazidime (1g, IV, once). Followed by treatment with cefazolin (125ml/l, ip, ongoing), ceftazidime (125mg/l, ip, ongoing) and heparin (20units, per l , ongoing). On (B)(4) 2012, the patient was discharged from the hospital. The peritonitis was recovered. A causality assessment revealed the peritonitis was unrelated to therapy. Follow-up information was received by a baxter employed nurse. The reporter stated that despite doubts raised, this case was quantified as peritonitis and the patient had maintained the same antibiotic therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.